Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During the processing of this complain, attempts to obtain patient and event information were attempted, but not received.

Event description:
Related manufacturer report number: 1627487-2021-01108, 1627487-2021-01109. It was reported that the system was explanted approximately in (B)(6) 2015 due to an infection. It was noted the patient was given antibiotics for 30 days. No further information is available.